Manufacturer narrative:
(B)(4).

Event description:
The patient was implanted for urinary dysfunction/ sacral nerve stimulation. The consumer reported that her last device was removed because it did not work. The patient also mentioned some bladder surgeries but noted that these were not related to the device or t\herapy.